Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter had arterial line blockage, and the flow did not happen. The catheter was not repaired and there was no leak. Saline water was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. The product was replaced with the same lot. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the catheter had arterial line blockage, and the flow did not happen. The line was hard to flush with the syringe. The blood was not returned prior to the syringe flush. There was no anticoagulation used. The reverse flow was not successful. Flushing was done, but it was difficult to flush. Nothing unusual was observed on the device prior to use. The catheter was not repaired. There was no leak. Saline water was the cleaning agent used on the device. Tego was not utilized. There was no luer adapter issue. No other defects/damages were found on the product. No other products are being utilized with the device. The insertion site was treated prior to product placement on the right jugular side. The product was replaced with the same lot, and the treatment was completed. There was no blood loss, and blood transfusion was not required. No medical intervention/treatment is required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The evaluation found no potentially contributing factors. It was reported that the device was occluded. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.